Manufacturer narrative:
(B)(6). Patient weight not available from the site. A medtronic representative reported that they were able to pop the covers into place on the imaging system and the gantry door opens and closes appropriately now and fully functional. Issue resolved. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion surgical procedure, when attempting to close the gantry around the patient, the imaging system would not close. They rebooted the system and attempted to open and shut the gantry again without success. The medtronic representative noted that the source and detector lights were not lit and the door open message was present on the pendant. The surgeon opted to complete the procedure with a c-arm instead. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.